Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a known potential adverse event associated with a carotid stenting procedure. The patient's medical history may have contributing to the event. There is no indication that the event was due to the device or manufacturing.

Manufacturer narrative:
A change in the date of the event was received.

Event description:
The report was from the (B)(4) study. The patient was a (B)(6) female, weighing (B)(6) and (B)(6) tall, with a history of hyperlipidemia, smoking, diabetes, coronary artery disease, myocardial infarction and hypertension. The target lesion was the proximal right internal carotid. Lesion length was 10mm and diameter was 4.5mm . Pre-procedure stenosis was 95%. The lesion was pre-dilated. The lesion was mildly calcified, mildly tortuous, eccentric and ulcerated. A precise rx 7 x 30mm was implanted at the target lesion. An angioguard rx size 5 basket was successfully deployed and retrieved during the procedure. The patient had no neurological deficit when she left the angiography suite ((B)(6) 2008). The patient was discharged the following day with no mae. Approximately 3 months post-procedure ((B)(6) 2008), the patient presented after onset of headache and seizure with intracranial hemorrhage, initially on the ventilator but quickly weaned off. She was discharged 6 days later. Physician commented "she has done remarkably well with really no deficits." The patient recovered fully with no deficit. The adjudication minutes received 3/30/2011 disagree with the previous diagnosis as reported by the site that the patient suffered a hemorrhagic stroke approximately 3 months after having a stent implanted in the right internal carotid artery. Additional information regarding the etiology of the patient's stroke per the adjudication minutes notes that it was ischemic in origin with a hemorrhagic transformation. To better reflect the adjudication determination the current code of hemorrhagic stroke will be changed to "ischemic stroke" and will now be made a reportable event.